Manufacturer narrative:
Batch review performed on 20-sep-2022. Lot 2116167: (B)(4) items manufactured and released on 12-jan-2022. Expiration date: 2026-12-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 4 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the medacta liner and competitor head. The surgery was completed successfully.